Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding, complication from essure removal caused excessive bleeding') in a 31-year-old female patient who had essure (batch no. C51081) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included pancreatitis, duodenitis and sebaceous cyst. Concomitant products included fluoxetine hydrochloride (prozac). On (B)(6) 2015, the patient had essure inserted. In january 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In february 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced premature menopause ("hormonal changes, hormonal changes ¿ early menopause") and abdominal distension ("gi conditions, gastrointestinal or digestive system condition ¿ bloating") and was found to have weight increased ("weight gain"), 6 months 31 days after insertion of essure. In (B)(6) 2016, the patient experienced migraine ("migraine"), alopecia ("hair loss"), cyst ("tumors, tumor/teratoma/cancer: cysts") and headache ("headaches"). In 2016, the patient experienced tooth disorder ("dental problems"), anaemia ("blood or heart disorder/condition ¿ anemia") and vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (07dec2018,hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, premature menopause, migraine, tooth disorder, abdominal distension, weight increased, alopecia, cyst, vaginal haemorrhage, menorrhagia, anaemia, dyspareunia, headache and vaginal discharge had resolved and the urinary tract infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, cyst, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, premature menopause, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had received treatment for uti,other inury. Discrepancy noted in essure insertion date (B)(6) 2015 current weight: 155 lbs right coils 4. Left coils 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.9 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received lot number was added. Events "abnormal bleeding (vaginal, menorrhagia), blood or heart disorder/condition ¿ anemia, dental problems, dyspareunia (painful sexual intercourse), gastrointestinal or digestive system condition ¿ bloating, hair loss, hormonal changes ¿ early menopause, headaches, tumor/teratoma/cancer: cysts, vaginal discharge" were added. Concomitant drug ,medical history were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), urinary tract infection ("uti"), migraine ("migraine"), tooth disorder ("dental problems"), gastrointestinal disorder ("gi conditions") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and neoplasm ("tumors"). The patient was treated with surgery (B)(6) 2018, hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the urinary tract infection, hormone level abnormal, migraine, tooth disorder, gastrointestinal disorder, weight increased, alopecia and neoplasm outcome was unknown. The reporter considered abdominal pain, alopecia, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, migraine, neoplasm, pelvic pain, tooth disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: she had received treatment for uti,other injury. Quality-safety evaluation of ptc: unable to confirm complaint. On 6-sep-2019: pfs received. Events injury nos has been updated and events 'pelvic pain, abdominal pain, genital bleeding, uti, hormonal changes, migraine, dental problems, gi condition, weight gain, hair loss, tumor, patient did not undergoes essure confirmation test' were added. Patient date of birth added. Outcome of events pain, bleeding added as recovered. Product start date updated and stop date added. Reporter information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding, complication from essure removal caused excessive bleeding') in a 31-year-old female patient who had essure (batch no. C51081) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included pancreatitis, duodenitis and sebaceous cyst. Concomitant products included fluoxetine hydrochloride (prozac). On (B)(6) 2015, the patient had essure inserted. In january 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In february 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2015 , the patient experienced premature menopause ("hormonal changes, hormonal changes ¿ early menopause") and abdominal distension ("gi conditions, gastrointestinal or digestive system condition ¿ bloating") and was found to have weight increased ("weight gain"), 6 months 31 days after insertion of essure. In january 2016, the patient experienced migraine ("migraine"), alopecia ("hair loss"), cyst ("tumors, tumor/teratoma/cancer: cysts") and headache ("headaches"). In 2016, the patient experienced tooth disorder ("dental problems"), anaemia ("blood or heart disorder/condition ¿ anemia") and vaginal discharge ("vaginal discharge"). In january 2017, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (07dec2018,hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, premature menopause, migraine, tooth disorder, abdominal distension, weight increased, alopecia, cyst, vaginal haemorrhage, menorrhagia, anaemia, dyspareunia, headache and vaginal discharge had resolved and the urinary tract infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, cyst, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, premature menopause, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had received treatment for uti,other inury. Discrepancy noted in essure insertion date (B)(6) 2015. Current weight: 155 lbs right coils 4. Left coils 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality safety evaluation of ptc. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.